Manufacturer narrative:
No sample information was provided. Customer did not report any system errors. Pro-service review of triglyceride control results for the past 30 days showed scatter and some very high results. On (B)(6) 2011 a bci field service engineer (fse) performed the following, which resolved the issue: replaced reagent probes, wash collars and mixer and aligned. Ran carryover tests and qc.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erratic triglyceride (tg) results generated by unicel dxc 600 pro synchron chemistry analyzer. The results were reported out of the laboratory. The samples were repeated and the results amended. No reports of patient treatment been affected by this event.